Event description:
Customer reported she had been hospitalized "last week", due to her adc blood glucose meter "that was not working accurately". Customer further reported that the day before her call on (B)(6), 2014 her sister provided unspecified assistance in "making (her) blood sugar back to normal since (she) is running low, can't do it by herself and cannot test on (her) meter". No further information was provided because the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown. The serial number of the meter is unknown. Therefore the date of manufacture of the meter is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500161468) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.